Event description:
As reported by patient registry, approximately 3 months post transseptal tmvr with a 29mm sapien 3 valve in a mitral annuloplasty ring, the patient underwent a valve-in-valve-in ring procedure due to unknown reasons.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to confirm since no relevant imagery or medical report was provided for evaluation. A review of the device history records provided, there was no indication that a manufacturing nonconformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 5 years and 10 months post tf tavr with a 26mm sapien 3 valve in the aortic position, the patient was presented with severe aortic insufficiency." Due to insufficient information, the nature of presented regurgitation (central regurgitation and/or paravalvular leak) was unable to be confirmed. Per the instructions for use (IFU), valve regurgitation and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valve replacement. Regurgitation may develop over time due to patient related factors and/or structural valve deterioration including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue as a result of a lack of appropriate sealing of the valve to the target site. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective/preventive action nor product risk assessment is required.